Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg? Device not returned to the manufacturer h6 - annex e2402: selected to capture the event, " patient experienced persistent air leaks". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wayne pneumothorax catheter failed to reinflate the lung as intended following its placement in a 67-year-old male patient. On the twenty-fifth day of admission, the patient was emergently treated for secondary spontaneous pneumothorax with mid-clavicular placement of a wayne pneumothorax catheter. The procedure was performed in the intensive care unit. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. On day 27 of admission (2 days post-procedure), the patient experienced persistent air leaks, and a chest x-ray showed the pneumothorax had worsened. The chest tube was manipulated by a provider in attempt to reinflate the lung followed by placement of an additional large bore chest tube. The event is noted as resolved 11 days post-procedure. On the same date, the chest tube was removed due to resolution of condition as confirmed by chest x-ray, decreased chest tube output, and improved symptoms. The patient was discharged from the hospital 19 days post-procedure.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that wayne pneumothorax catheter failed to reinflate the lung as intended. Following its placement in a 67-year-old male patient. On day 25 of admission, a 67-year-old male patient was emergently treated for secondary spontaneous pneumothorax with mid-clavicular placement of a wayne catheter. The device was successfully placed in the desired location, confirmed by x-ray, and attached to active wall suction. Initiation of drainage was successfully achieved. Two days post-procedure, the patient experienced persistent air leaks, and a chest x-ray showed the pneumothorax had worsened. The study device was manipulated by the provider in attempt to reinflate lung. Ultimately, an additional large bore chest tube was placed. The event is noted as resolved 11 days post-procedure. On the same date, the chest tube was removed due to resolution of condition as confirmed by chest x-ray, decreased chest tube output, and improved symptoms. The patient was discharged from the hospital 19 days post-procedure. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement¿, does not provide any information regarding this failure. Based on the information provided, no device return, and the results of the investigation, cook concluded that the catheter size was not suitable for the patient¿s condition. As reported, a larger bore catheter was placed to assist in reinflating the lung. This suggests that the initial chest tube was too small to adequately drain the air causing the leak to appear persistent as the smaller tube could not accommodate the volume of air that needed to be evacuated. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.